Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began "a week ago around lunch time" prior to contacting lfs. She obtained glucose results of "350 mg/dl" on the subject meter and "100-135 mg/dl" on another meter, done less than 30 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. She stated that she manages her diabetes with insulin (pump therapy) and due to the alleged issue she continued her usual diabetes management routine. The patient claimed on "the same day as product issue round lunch time" after the alleged issue started, she felt "dizzy and sweaty". In response to her symptoms, on the "same day as symptoms" at 11:45 am, she reportedly self treated with food and/or drink. There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter, an approved sample site, the appropriate testing technique and correct unexpired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, and allegedly developed symptom suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.